Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the bearings were worn out and loose creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the issue with the worn out bearings was consistent with normal wear over time. It was determined that the issue with the drilled tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro tip. This was caused by user error. It was further determined that the craniotome neuro-tip was bent/damaged, the bearing was damaged and the cutter could not be inserted. It was further determined that the device failed for visual assessment and for cutter insertion. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the craniotome device was not working. During the pre-repair diagnostics assessment, it was determined that the ball bearing had fallen apart. It was further determined that the balls were missing and the cage and inner ring were not present. It was further determined that the crani clamp was bent and damaged. During engineering evaluation, it was determined that the device failed the cutter insertion and also had a bent and drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.